Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442, serial/lot #: (B)(6); rev. 2, h3) the manufacturer representative (rep) went to the site to test the imaging system. The rep opened covers and checked the door. The door lost position and closed on the wrong position. They loosened the pins and adjusted to the right position. Validate home was performed. They checked the opening and closing of the door. Codes: b01, c07, d02 the motor control was returned for analysis. It was installed into a known functional test system. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the door was unable to be opened via the pendant. The mechanical door opening also did not work. The site then managed to get the patient out of the imaging system by moving the surgical table and opening the clutch of the system to disengage the wheel brakes. There was a reported delay to the procedure of more than 1 hour due to this issue. Additional information was received. The surgeon said that the image quality was very bad and the surgery was hard to perform due to this. The surgery was a pelvic fusion surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no impact on patient outcome.